Event description:
A customer reported receiving the wrong replacement meter from adc, and because of that she was unable to perform her blood glucose test. As a consequence, she reported experiencing the following symptoms: headache, shakiness, thirst, frequent urination, excessive hunger, sleepiness and blurred vision. She also reported she went to the doctor's office where she was diagnosed and treated for severe hyperglycemia. Her doctor reportedly increased her dose of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The issue did not involve a product malfunction. Customer service gave a courtesy call and she reported feeling well and not presenting any symptoms. No further investigation is necessary.